Event description:
Procedure type: unk. According to the reporter: the converter of woodford spike trocar fell off. There was no report of pieces falling into the cavity or impacting the pt. Surgery time was not extended by 30mins or more. No pt injury was reported.

Manufacturer narrative:
(B)(4).